Event description:
The customer alleged they received questionable creatinine plus (crep) results on their p-module. The customer provided data for 102 results, 78 of which were discrepant. The customer stated that results 40 through 78 were from the same patients as the first 39 results but from different sample types. The customer did not provide information on how the two sets of patient results correlated. The customer stated the first 39 discrepant results were reported outside the laboratory. The customer stated that the results 40 through 78 were visible to the physicians in the laboratory information system, but not validated and not officially released. The customer stated this issue was discovered after a call from one of the physicians who did not understand the elevated crep results for one of his patients. The customer then repeated the patient's sample on a different p-module and found a big difference between the initial and repeat results. After this, more samples were repeated and more discrepancies were discovered. The customer stated other tests were not affected. Please refer to the attachment to the medwatch for the patient results. The customer stated one patient had a chemotherapy course delayed, one patient received an extra saline drip, and two patients were advised to drink more fluids due to the discrepant results. No other patients were affected and none of the patients were harmed. The crep r1 reagent lot number was 683067. The crep r2 reagent lot number was 680503. The expiration dates were requested but not provided. The field service representative went on site. He found the reagent probe 2 was leaking. He replaced the gear pump and the reagent probe 2 needle. The problem had not reoccurred.

Manufacturer narrative:
This event occurred in the (B)(6).